Manufacturer narrative:
Product analysis: the hypotube was kinked 9cm, 28cm, 47cm, 64cm, 83cm and 99cm distal to the strain relief, due to coiling of the device for return. A .015 inch mandrel would not load fully through the inner lumen most likely due to hardened blood and/or contrast. A section of the outer distal shaft and the balloon bond had been inflated and had burst. The proximal inner shaft marker was located on the inner shaft proximal to the balloon bond. The device failed negative prep and could not be inflated to facilitate deflation time testing due to the burst site on the inflation lumen. (B)(4).

Event description:
Physician intended to use a euphora balloon when treating a lesion in the mid cx with moderate calcification, 80% stenosis and minimal tortuosity. The device was removed from its packaging per IFU. The device was inspected and negative prep performed with no issues noted. No difficulties were noted when removing the protective sheath / packaging stylette from the device. No resistance was noted while advancing the device and excessive force was not used during delivery. The balloon was not moved or re-positioned in the lesion. No difficulties were noted during inflation of the device. It is reported that the balloon was unable to deflate after only one inflation at the lesion site. Balloon was inflated to nominal 14atms; for 25 seconds and then unable to deflate with the indeflator, so it was disconnected and a syringe was attempted. That still wasn't able to deflate the balloon, so the indeflator was used to rupture the balloon at 25 atms and remove it. The physician used 50/ 50 solution in the device. Total time balloon was inflated before it was ruptured was 90 seconds. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The distal lad was treated during the procedure and not the mid cx as previously reported. A resolute stent was advanced to the lesion and deployed with no issues noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.